Event description:
The facility representative reported a colleague infusion pump with a reported condition of "pump is not charging." This condition has the potential to cause an interruption of delivery. The event was reported to have occurred upon power up. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is colleague 2006(6.13.90).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed and reproduced. The assignable cause was determined to be power supply harness wire being disconnected. To fix the reported condition, power supply harness wire was reconnected. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: baxter will continue to monitor similar reports to determine if further actions are required.